Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive sheath was selected for use. Upon aspiration and flushing of the sheath, air was repeatedly observed. The sheath was replaced, and procedure was completed without patient complications. The sheath is expected to be returned for laboratory analysis.